Event description:
There is a circuit board beneath the keypad that is attached with 1/4 inch screws. The screws are too long and over a period of time, the circuit board works its way back and disconnects from the keypad causing malfunction code "15" which stops the pump. The rptr stated that this is the fifth pump affected over the last yr.